Manufacturer narrative:
Product complaint # (B)(4). Surgical intervention. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer.  Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿single-center case series of temporary stent assistance for coiling of acutely ruptured aneurysms¿ (pmid:30579035). A patient with a basilar apex aneurysm with fisher grade 3 sah (subarachnoid hemorrhage) who underwent temporary stent-assisted coil embolization using a prowler 14 microcatheter developed occlusive thrombus in bilateral posterior cerebral arteries. The guide catheter was exchanged for a shuttle sheath and an aspiration catheter, and the same 4 mm _ 20 mm solitaire was used to perform thrombectomy of the occluded posterior cerebral arteries. Follow-up angiography demonstrated thrombolysis in cerebral infarction 3 reperfusion without residual aneurysm filling. The study describes temporary stent assistance using retrievable stents for the coiling of ruptured intracranial aneurysms as an endovascular management option. Methods: surgeon case logs were retrospectively reviewed for cases of temporary stent assistance for aneurysm coiling. Cases were identified and compiled into a case series. Codman (cerenovus) devices were used in this study. No devices specific information (including catalog and the lot number) were provided in the article.